Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their reservoir was not fitting in to insulin pump. The customer¿s blood glucose level was 120 mg/dl. Troubleshooting was not performed .customer was able to slightly twist reservoir in to place into pump. The insulin pump will not be returned for analysis.